Event description:
It was reported the patient received the following results within 15 minutes: 60 mg/dl, 82 mg/dl, 100 mg/dl and 115 mg/dl.

Event description:
It was reported the patient received the following results within 15 minutes: 60 mg/dl, 82 mg/dl, 100 mg/dl and 115 mg/dl.